Manufacturer narrative:
The field service rep was unable to determine a cause. Performance tests were performed to verify analyzer operation.

Event description:
Customer reports erroneous probnp result for one pt sample. Initial result gave 9.39 pg per ml and was reported out. The physician phoned the lab because he/she did not believe the result. The sample was repeated resulting at 5246 pg per ml. Since the physician questioned the initial result reported, no adverse affects/treatments to the pt happened to the best of the customer's knowledge.